Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve short dapt clinical study. It was reported that vessel dissection occurred. In (B)(6) 2016, clinical status assessment indicated that the patient's qualifying condition was unstable angina and the index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 15mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 16mm and 3.50 x 8mm synergy ii drug-eluting stents with 0% residual stenosis. However, post stent deployment, a grade a coronary dissection was noted which was treated with the deployment of the stent. Site has confirmed that the dissection was attributed to the 3.50 x 16mm synergy ii stent. The following day, the patient was discharged on dual antiplatelet therapy.